Manufacturer narrative:
.

Event description:
It was reported that the catheter was broken and needed to be replaced. No patient symptoms were reported. The hcp did a pump replacement as well because the pump was over 4 years old and had been running at a high rate. The patient recovered without sequela. The pump was programmed to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.